Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, a g4 clip delivery system (cds) was inserted into the g5 steerable guide catheter (sgc). The clip was then implanted. However, after deployment, a tear was observed on the posterior leaflet. An additional clip was implanted to stabilize the second clip, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported off-label use. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.